Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42517000707, l/n: 62601574. Tibial articular surface provisional; p/n: 42527000505, l/n: 62356582. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05449, 0001822565 - 2019 - 05450.

Event description:
It was reported that the instrument was returned fractured. No further information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device exhibited signs of repeated use and a fracture to the medial and lateral side of the post. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation for the fracturing of this type of device determined that the likely root cause was bending/torsional loading on the device. The root cause is attributed to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.